Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 160 and 85mg/dl using true track meter. The test strip lot manufacturer's expiration date is 07/28/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that the meter is changing the results the results will go up and down for about a month now. Customer states that the results are high. Customer states that she is not a diabetic she is only prediabetes. Customer is not sure when this vial of strips were open.